Event description:
It was reported that the user received an incompatible sensor alert while attempting to use a freestyle libre 3 sensor with the ilet bionic pancreas, and the user confirmed they were using a libre 3 sensor rather than the compatible libre 3 plus sensor. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included user interview and troubleshooting that confirmed the sensor model was incompatible with the ilet. Investigation of this case revealed that the device functioned as designed by detecting and alerting to an incompatible cgm sensor, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user use of an incompatible cgm model.

Manufacturer narrative:
Initial.